Event description:
Piece of wire broke off and has migrated to patient's right ventricle. Migrated wire detected by x-ray in 2009.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.